Manufacturer narrative:
Covidien reference:( B)(4). The field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter pcbs, gui to breath delivery (bd) cable, and downloaded the latest software revision to resolve the issue. The ventilator passed all tests, calibrations and was operating within the manufacturing specifications. None of the replaced components will be returned for evaluation.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a blank display, and it had a burning smell. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.